Manufacturer narrative:
(B)(4). The reported inability to loosen the lv set screw was confirmed in the laboratory. Visual inspection identified septum material in the lvtip set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that the set screw of the device could not be loosened during a lead explant procedure. A new lead and a new device were implanted. The patient was stable.